Event description:
The user received differing creatinine results between the beckman analyzer and the c501 for multiple samples from a woman with an autoimmune disease, rheumatoid factor. In april, a creatinine result of around 28 mg per l was obtained with a normal urea measurement. Before considering the pt for renal biopsy, the sample was sent to another lab with a c501 with results of 27.8 and 28.9 mg per l. This second lab sent the sample in a third lab with a result around 5 mg per l on an unk analyzer. In the beginning of july, the same pt returned and the lab again recovered a result around 30 mg per l. The tech sent the sample to a fourth lab with a beckman analyzer and the creatinine result was around 5 mg per l. The doctor believes the result of 30 mg per l is not correct. No info was provided to determine if the pt was treated based on the incorrect results or if the pt was adversely affected. If add'l info is received, appropriate notification will be provided.